Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A 0.38 cm pericardial effusion was noted at baseline. During advancement of the closure device, contrast was still present in the was making the inside of the sheath "sticky" and causing the device to jump forward towards the apex of the laa. The device was successfully implanted. The patient remained stable and no effusion was seen at the end of the case. A few hours post procedure, the patient complained of pain for which they were brought back to the lab. A 2.67 mm pericardial effusion was seen via transesophageal echocardiogram. A pericardiocentesis successfully drained 600cc of blood. The patient stayed the night in the recovery unit. Following these events, the patient is stable.